Event description:
An alarm was declared by the customer's pump. There was no reported impact on the customer¿s blood glucose level. The customer worked with technical support to load a new cartridge following the proper load technique, but the cartridge alarm recurred. As a result, it was decided to replace the pump. The customer was instructed on how to put the pump into storage mode and agreed to return the problematic pump using a pre-paid label within 10 days. Meanwhile, the customer planned to use multiple daily injections as a backup therapy to ensure continuous insulin delivery.